Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited a stored episode of noise reversion. No programming changes were made. The patient was asymptomatic and would be monitored as normal.